Event description:
Device malfunction: breakage of distal tip. Time of malfunction: during vessel closure. Symptoms/ae: snare device used to retrieve tip. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, the distal tip (black portion) of the device broke off in the right common femoral artery. A hematoma of an unknown size developed. It is unknown how the hematoma was treated. Using a snare device, the tip was retrieved and removed from the patient's anatomy. It is unknown how hemostasis was achieved. The patient was hospitalized over night for observation. Additional information is expected to be received.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received.